Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc confirmed the followings by the evaluation of the subject device. -damage of the insertion tube was noted. -leak from the insertion tube was noted. -omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that insertion tube braids of the subject device protruded outward. There was no report of patient injury associated with this event.